Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received states that upon opening the lead package it was noticed that the lead was not straight and contacts were not aligned properly. No consequences to patient as product was not used.